Event description:
After removing lead noted that helix remained in atrium. No patient injury reported.

Event description:
After removing lead noted that helix broke off and remained in right atrium. No pt injury reported.